Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a smoke emitting from the sterrad¿ 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correcting from a field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. To a field service engineer was dispatched to customer site. The fse re-installed the oil mist filter screw to resolve the haze/mist/smoke issue. Unit meets specifications and was returned to service. The investigation included a review of the device history record (DHR), trending analysis of the haze/mist/smoke issue and system risk analysis (sra). Trending of the haze/mist/smoke issue was reviewed for the past six months (may 2017 to november 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as part of this service. The assignable cause of the haze/mist/smoke issue was the oil mist filter screw. The field service engineer re-inserted the screw and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.